Event description:
Customer reported issues with the insulin pump. The blood glucose reading is 190 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm insert anomaly due to customer returned opened and used.